Event description:
It was reported "swg kinked during use". No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2024-00226, 9680794-2024-00310, 9680794-2024-00227, and 9680794-2024-00225.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer returned one guide wire within its advancer and the product lidstock for analysis. Signs of use were observed on the guide wire. The guide wire was observed to have two kinks towards the center of the body. The returned guide wire met all relevant dimensional and functional requirements. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "swg kinked during use". No medical intervention required. No paitent harm or injury. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2024-00226, 9680794-2024-00310, 9680794-2024-00227, and 9680794-2024-00225.